Event description:
It was reported that pump battery charge dropped from fully charged to very low in a short period of time, and issue was ongoing at time of report. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to charge pump using known working charging supplies, received education on battery resets and best charging practices, acknowledged understanding, and was advised to monitor system and call back if issue persisted, and device was not planned for return.